Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported difficulty seeing following an intraocular lens (iol) implant procedure. The iol was exchanged two months later. Additional information was provided by the surgeon, who reported that this was a non-serious event, the patient has recovered and the causality is unknown. Possibility of other factors was documented as no. The iol was exchanged for a different lens model and a difference of two and a half diopters of power.

Manufacturer narrative:
Evaluation summary: the lens was returned in a plastic bag. Solution is dried on the lens. The optic is cut into two portions, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The customer indicated the use of a qualified cartridge, with a non-qualified viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).